Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after patient underwent unrelated procedure and the pacemaker settings were adjusted. A diagnostic anomaly was then observed where the battery longevity varied drastically. No intervention was performed. Continued monitoring revealed normal device function.